Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no pacing when programmed to the bipolar mode. The ipg was reprogrammed to the unipolar mode and remains active.